Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclaveable camera head to the service center for a separate issue. During evaluation, the cable unit was damaged, the remote button lost water tightness with liquid invasion found in the switch flexible printed circuit board, and the coupler unit fell off and became rusty. The service repair technician indicated that the most likely cause of the complaint was traced to component failure. There was no patient involvement.